Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on. On (B)(6) 2014, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2014 at 5am. The patient manages her diabetes with humalog through pump therapy and novolin n insulin and denied making any changes to her medication as a result of the meter not powering on. The patient stated on the night prior to the alleged issue occurring she was able to test her blood glucose at around 10pm before going to bed and reported a reading of ¿56mg/dl.¿ the patient ate a light snack and went to bed. She reported that she woke up at approximately 3am to re-check her blood glucose and reported getting ¿56mg/dl¿ again. The patient took no further action and went back to sleep after testing. The patient informed the mss that at approximately 5am she awoke ¿sweating.¿ she went to test on the subject meter when it would not power back on, also around 5am. The patient stated she self-treated her symptoms immediately afterwards, with orange juice and cereal. Her symptoms subsided after about 15-20 minutes. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The issue remained unresolved after troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self-treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.